Manufacturer narrative:
(B)(4). The cause of the se 2240 was determined to be due to an incomplete prime. This is addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) contacted a baxter technical service representative (tsr) and stated "air in patient line." The tsr assisted the hp to cycle the power and then the hc alarmed se 2367 (fail safe shut down). The tsr had hp cycled the power again and the alarms cleared. The tsr advised hp to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.